Event description:
It was reported the stimulator was replaced due to premature battery depletion. It was noted the battery would not hold a charge. It was reported the replacement was due to recharging more often than expected. It was noted they were recharging every few days when they used to charge every few weeks. It was reported the patient had had no history of recharging issues prior to the replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomalies. It was reported that the ins was functionally okay. Analysis of the accessory kit 3550-29 found no anomaly.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was returned to the manufacturer.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# l58759, implanted: (B)(6) 1999, product type: lead. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter. Product ID: 3887-33, lot# l59458, implanted: (B)(6) 1999, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) had not yet been returned for analysis because, the manufacturer¿s representative was waiting to get the recharger from the patient to send them together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.